Event description:
On (B)(6) 2014, a (B)(6) male patient presented for an evlt procedure. The procedure was successfully completed with no reports of complications or device malfunctions. Ultrasound guidance was used during the procedure. During post-procedure follow up, on (b)(60 )2014, the patient experienced complete occlusion of the left greater saphenous vein. Grade I endovenous head induct thrombosis in the common femoral vein at the saphenofemoral junction only. Chronic deep vein thrombosis in the gastrocnemius vein. On (B)(6) 2015 in a follow up visit, it was reported the patient was doing well and suffered no permanent harm or injury due to the event, and shows no signs of thrombus. As a precaution, the customer has requested the facility's laser be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for assessment was a venacure1470 laser (sn (B)(4)). Functional testing was performed on the returned unit. The unit passed all testing and met all acceptance criteria. The customer's reported complaint description of a patient with thrombus was confirmed based on information provided by the treating physician. Although the complaint is confirmed, a root cause cannot be determined. Thrombus is a known anticipated procedural complication. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing, and/or upgrades have been made since the unit was manufactured. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).